Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer's bayer contour next link meter stopped working. The mother states they were stuck in prime loop. The customer's blood glucose level was unknown. Troubleshoot was conducted. The mother was advised the pump would be replaced and returned for analysis.